Event description:
It was reported that the patient received multiple shocks for rapid ventricular response. The wavelet withheld, but the episodes timed out due to the high rate time out programmed setting. It was noted that the patient did not take their antiarrhythmic medication for one day. Followup information indicates that no action was taken and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found on the save to disk review.